Event description:
The customer contact reported a tubing separation. The tubing set had been used to deliver normal saline. It was reported that as the healthcare professional was disconnecting the tubing set from the pt's IV catheter, the tubing separated from the option-lok. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.